Manufacturer narrative:
The patient samples were not available for further investigation. It was determined that the result differences generated between the different methods are consistent with methodological differences. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. H3 other text.

Event description:
There was an allegation of questionable elecsys tsh ver.2 assay results for 2 patient samples on two cobas e 801 modules and a cobas e 411 immunoassay analyzer compared to an abbott architect analyzer. This medwatch will cover tsh ver.2. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii ver.2 results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were sent out for investigational testing. The customer's e801 analyzer serial number was requested but not provided. The customer's tsh reagent lot and expiration date were requested but not provided. The investigational e801 analyzer serial number is 14d9-06. The investigational e801 reagent lot is 639169. The investigational e411 analyzer serial number is 65g1-25. The investigational e411 reagent lot is 627442 and the expiration date is 31-mar-2023.